Event description:
It was reported that a cartridge alarm occurred due to the customer overfilling the cartridge. Reportedly, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.